Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2014-24387. It was reported the patient has been experiencing ineffective stimulation and unintended movement via the ipg. In turn, the charger has been unable to communicate with the ipg. As a result, surgical intervention took place to reposition the ipg and the lead was explanted and replaced (with a different model). The patient reported getting relief from the stimulation.